Event description:
It was reported that the patient had saline added to the inflatable penile prosthesis reservoir due to the cylinder strength being weak. The patient was stable following the procedure and the event resolved.